Manufacturer narrative:
Manufacturing investigation evaluation: only a piece of the proximal end of the nail was returned. The part was made from the correct material for the device. The locking mechanism was removed and the etching verified to match the outer marking. No dimensional inspection could be performed do to the condition of the piece. The complaint is not related to manufacturing issue. Product investigation evaluation: as stated in the complaint, only the proximal portion of the nail was returned with the complaint. Proximal portion is defined as the section from the oblique hole to the proximal instrumented end of the nail. The walls between the oblique hole and the outside diameter of the nail are fractured. The anterior outer surface of the nail exhibits evidence of some sort of radial machining marks made by a large drill or saw. Most of the prong from the lock prong is missing; there is only about 2mm of length protruding from the oblique serrated feature. The lateral surface of the serrated feature exhibits a rectangular depression. The information provided in the event description is not enough to make a determination on what caused the nail breakage. Without pre-operative / post-operative x-rays, patient history, etc, there is not enough information to make a definitive determination on causation. The one bit of information here is that the failure occurred 200 days post-surgery. This suggests that there may have been a non-union or malunion present, which caused the fatigue limit of the implant construct to be met. Normal healing typically is seen two to three months post-surgery. In rare instances where bone healing is delayed, patient non-compliance, obesity, etc, there is a minor chance that implant failure may occur. In other rare cases where the edge of the hole is damaged, there is a potential for early fatigue failure. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: tfna - trochanteric fixation nail advanced. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: part# 04.037.161s, lot# 7846959, manufacturing location: (B)(4), manufacturing date: 12/01/2014, expiration date: 10/31/2024. Part #: 04.037.161s, lot#: 7846959 (sterile) - tfna-11mm/130 deg ti cann tfna left. Quantity 6. Lot was release to the warehouse on 12/01/2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal of a tfna and conversion to a total hip was performed on (B)(6) 2015. The original tfna procedure was performed on (B)(6) 2015. During the hardware removal/conversion procedure it was discovered that the nail had broken. All other parts of the tfna construct were removed intact. No reported surgical delay or fragments. Procedure completed successfully. This complaint involve 1 device.